Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed 3 motor errors within the past month. The customer did not know the blood glucose reading. The customer stated that the blood glucose levels was likely elevated due to "dawn phenomenon," which was an abnormal early-morning increase in blood glucose. The alarm occurred during a bolus delivery. He noted that the insulin pump had occasionally fallen out of the bed but not around the time of the events. Advised discontinuation of the insulin pump, although the customer declined replacement of the device. Nothing further reported.